Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the patient is having technical issues. When asked for details, the caller indicated that the patient's husband reported that the device will shut off and when they attempt to turn the device on the device says that it is not charged but they think it should be charged. The caller does not know if they were referring to the implanted device or external device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative on march 5th, 2021. The reason for call was patient's husband was on the phone with the rep stating that somehow therapy was turning off. The spouse thinks the equipment is the cause of therapy turning off. Technical services (ts) tried to troubleshoot, but the rep insisted that all the external equipment be replaced. They said patient has been in severe pain for 4-6 weeks due to this issue, but later said patient worked with a rep in january (1/27) regarding this matter. Troubleshooting was unable to be performed the rep insisted and really didn't want to troubleshoot, despite ts stating that external equipment doesn't turn therapy off just by the process of recharging. The rep agreed with patient somehow that external equipment was the cause of therapy turning off and insisted that they replace equipment. An email was sent to the repair department. Additional information was received via a letter response on 03-19 that the circumstances that led to the ins turning off was unknown as it would work for 1.5 to 2 days then it would be off and there was no change in activities. Steps taken involved a request for a new charger and paddle which resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient product ID 97755 serial# (B)(6) product type recharger product ID 97745bp serial# (B)(6) product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6). Product type programmer, patient. Product ID 97755, serial# (B)(6). Product type recharger. Product ID 97745bp, serial# (B)(6). Product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the circumstances that led to the ins turning off was the unit would not stay charged and it took a very long time to charge. A new battery and paddle was sent to the patient. The issue has been resolved, the patient had to take the paddle out of the charging belt and put it directly on their skin.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported the patient's implant was turning itself off. The implant showed 100% charged all the time. The patient stated they were in severe pain and the ins would stay on for a day or two and then the ins would go off. The patient had to take pain medication due to the pain.  The therapy had not provided relief for them since a week after implant. The caller was assisted in using the controller to check settings, the ins and controller were charged up to 90%. Therapy was off and the caller was assisted with turning their therapy on. It was confirmed all four programs on group a were on. The function of the implant was reviewed. The button to turn implant on/off was reviewed. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.